Event description:
It was reported that after the patient's revision, she continued to experience severe pain and a severe lack of mobility.

Manufacturer narrative:
An event regarding "pain and a severe lack of mobility" involving an unknown knee was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Insufficient medical records were received for review with a clinical consultant. Device history review and complaint history review were not performed as no product specific failure mode was identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that after the patient's revision, she continued to experience severe pain and a severe lack of mobility.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. The unknown femoral component was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.